Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant, the implantable cardioverter defibrillator (ICD) displayed a grey longevity bar during interrogation. The ICD was not implanted. There was no patient involvement.